Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for nonmalignant pain. It was reported the device did not work for the patient and was explanted in 2016. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the device and leads were discarded. The patient said they had to charge everyday, it wouldn't shut off completely, and they suspected metallosis. There were no circumstances that led to the issue. The patient remained the same within pain tolerances and they were quite active for their disease state and multiple surgeries. The patient stated they were doing rf ablations to avoid more spinal fusions. No further complications were reported.